Event description:
Covidien boot machine was malfunctioning at start of shift, tagged kendall scd 700 series machine as broken, and left in dirty utility room. 3 hours later, another machine arrived and upon attachment to patient immediately began beeping error that leg a only showing foot. Shut off changed sleeves. Manufacturer response for scd boot machine, kendall scd 700 (per site reporter). Meeting scheduled with manufacturer.